Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) elevated (value not provided). Customer reported not knowing how to use the pump. Tandem clinical diabetes specialist reported to have met with the customer multiple times to assist with pump therapy and concluded, along with the customer's healthcare provider (hcp), that the customer was not "ready for pump therapy". Hcp reverted customer to using manual injections for insulin therapy.